Event description:
It was reported that a 57-year-old caucasian female who underwent a breast augmentation primary with a mentor smooth round high profile, 420cc, saline breast prosthesis experienced left-sided deflation post procedure. The issue was diagnosed through physical examination. As a result, patient scheduled for bilateral replacements with unknown prosthesis on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on june 6 2023 indicated that the patient underwent bilateral removal without replacements. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on may 19, 2023 device evaluation completed on june 02, 2023: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm hps dv 420cc breast implant was found to have a leakage, caused by valve delamination. The valve was found to be totally separated from the shell. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on february 06, 2023 indicated that patient re-scheduled for removal on (B)(6) 2023. Manufacturer¿s reference number: (B)(4).